Event description:
The customer reported that a patient on the medical oncology unit was receiving ifosfamide and mesna, and the infusion pump had alarmed several times for air. The nurse attempted to remove air with a syringe connected to one of the y-sites below the pumping segment without success. The nurse left the syringe connected to a lower y-site while she obtained new tubing. During that time, although the syringe remained connected to the y-site, the plunger came out of the syringe spilling approximately 8 ml of chemo fluid onto the floor. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 03/05/2015. (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.